Event description:
The user facility reported that after the initial placement of a tracheobronchial stent on (B)(6) 2011 the physician was very satisfied with the stent. The pt was examined on (B)(6) 2011 and the physician found a transesophageal fistula located at the middle of the stent between the esophagus and the trachea. No degradation of the stent coating was found during the examination. The stent had been placed for the treatment of an extrinsic mass which had been resistant to previous surgical treatment; it was left in place to protect the trachea. It is undetermined what caused the fistula. The physician was contacted on (B)(6) 2011 and stated he was considering placing an esophageal stent to treat the transesophageal fistula. The physician reported that the pt had other unrelated complications that required care before another stent could be placed, and that the pt later expired as a result of preexisting disease state and previous surgeries. The physician specifically stated that the stent was not responsible for the pt's death.

Manufacturer narrative:
Device eval: the subject device will not be returned for eval. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any related exception documents. The complaint database was reviewed and there were no similar complaints for this lot number. A f/u report will be submitted if additional info becomes available. Eval: method: process eval. Conclusions: device not returned.